Event description:
It was reported that iab was inserted in 2005. Four days late, the iabp experienced "gas loss, air leak, and gush" alarms. Blood was observed in the helium tubing. The pt was taken to or for removal of iab. Re-insertion was not required. There was no further difficulty or pt complications.